Manufacturer narrative:
(B)(4). Jaws. Device (a) was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned with two scissor clips inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. However, it is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h91m5y mfg date 07/13/2011; exp date 06/13/2016 (B)(4).

Event description:
It was reported that during an unknown procedure, the clips did not form properly. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.